Event description:
An orsiro mission drug-eluting stent system was selected for treatment. After the packaging of the stent system was opened and it was attempted to thread the device onto the wire, the distal shaft portion was kinked. The complaint instrument was not used. Another stent was used to finish the procedure.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation confirmed that the device shaft is strongly kinked about 5 mm distal to the guide wire exit port. Microscopic inspection further revealed a stent deformation. Several struts are bent in the center of the stent due to which the distal stent portion is slightly displaced in distal direction. Stent imprints on the exposed balloon surface indicate that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every balloon catheter undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Also, no kinks are accepted. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.